Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coil embolization procedure, a coil detachment issue occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the severely tortuous right hypogastric artery. This 12mm x 40cm 2d .035 interlock coil was introduced through a non-bsc 5fr catheter. It was noted that the "physician was trying to push the coil over the bifurcation, into the right iliac artery system, and ultimately drop the entire coil into the right hypogastric artery". The tip of the catheter was in the right hypogastric artery and the coil length (from distal to proximal) extended just distal to the tip of non-bsc 5fr catheter to the bifurcation of the common iliac arteries. The proximal end of this .035 detachable coil remained slightly in the left common iliac artery and had not yet passed over the iliac bifurcation. As this .035 coil met resistance the physician pulled back on the coil and the coil detached inside the catheter. The interlocking arms of this detachable coil separated from the entire system and remained in the catheter. Part of the coil (just distal to the interlocking arms and proximal to the first fiber of the coil) was stretched. The physician performed negative pressure on the non-bsc 5fr catheter through a syringe and was able to retrieve the interlocking arm from the catheter. The coil was still in the catheter with the tip slightly in the right hypogastric artery and sightly protruding from the tip of the non-bsc 5fr catheter, and the proximal end still at the bifurcation in the aorta iliac artery. The physician tried numerous methods to advance the coil into the hypogastric artery and finally succeeded at doing so. A "minor" perforation occurred. It was noted that "the perforation occurred due to the retraction and advancement of the catheter in the artery, which was quite tortuous." It was noted that the "slight perforation basically 'fixed itself' as the abrupt movement of the catheter caused somewhat of a clotting effect which fixed the perforation". Following this 1st coil, there were 3 additional coils used in this procedure (two 15mm x 40cm .035 interlock cube and one 12mm .035 interlock diamond). The 2nd and 3rd coils were partially introduced into the same non-bsc 5fr catheter and resistance was felt. Both coils were retracted out of the catheter and out of the patient. A non-bsc 4fr diagnostic catheter was used for the 4th coil and the coil would not advance into the hub more than 1-2cm. In addition, a non-bsc pushable coil was also attempted and the same result occurred. It was noted that "this was obviously a result of the 4fr non-bsc catheter having to small of a hub". Intermittent flush was maintained during the procedure and the order of the 2nd through 4th coil was unknown.